Manufacturer narrative:
UDI: (B)(4). Concomitant med products - battery devices. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the battery oscillator device did not have any power and would not function to full capacity even after trying different batteries. During in-house engineering evaluation, it was determined that the device battery oscillator stalled, had an unknown liquid substance in the sub assembly components, the electronic control unit was shorted internally, the set screw screw was worn out and failed the saw blade coupling test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.